Event description:
It was reported that during a laparoscopic colon resection, the jaws would not open. The device was excised from the tissue. Another device was used to complete the case. There was no further consequence to the pt.